Event description:
It was reported, ¿shaft of tube has snapped and top detached, balloon deflated, shaft and deflated balloon fell into stomach sac. Patient is highly mobile. Tube was only inserted 10 days prior to incident¿. There was no harm to the patient. Per additional information received on december 16, 2025, ¿patient had to present to emergency department and over course of 36 hours needed x 2 hospital presentations, x 2 x-rays and x 1 endoscopic procedure with anaesthetic to attempt retrieval of remaining tube. All unsuccessful, tube passed by natural means late on (B)(6) 2025¿.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 07 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.